Manufacturer narrative:
Further info is going to be provided.

Event description:
On (B)(6) 2011, the pt was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system to treat an abdominal aortic aneurysm. On (B)(6) 2011, the f/u computed tomography scan showed a proximal type I endoleak due to distal 1.5cm device migration. On (B)(6) 2011, another gore excluder aaa endoprosthesis was implanted. The endoleak was resolved. The pt tolerated the procedure.